Manufacturer narrative:
Intuitive surgical inc (isi) followed up with the initial reporter and obtained additional information: the surgeon was performing a stomach resection. There was no system error. The sureform 30 stapler instrument was no longer recognized when attached to the arm. The release key was not used. The procedure was completed with no issue. There was no bleeding and no blood transfusions. There were no fragment fell. The instrument will be returned for evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The reported event was addressed with phone support. The fse replaced the stapler during the procedure. No site visit was conducted.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure; the surgeon was unable to unclamp with using the curve-tip sureform 30 stapler on universal surgical manipulator (usm) 3. Use of the instrument was discontinued, and it was replaced to the backup. The technical support engineer (tse) confirmed the engagement issue on usm 3 in the logs. The tse explained to the customer that the issue was possibly caused by poor sterile adapter (sa) attachment and advised the customer to reseat the sa if the issue reoccurred. The user completed the procedure and no known impact or patient consequence was reported.